Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device migration.

Event description:
Healthcare professional reported via nbir "device migration/implant malposition." This record is for the left side. Device was explanted and replaced with another manufacturer´s device.